Event description:
It was reported nearing the end of the procedure the levo arm gave out and was completely limp/moveable without pressing either button.

Manufacturer narrative:
There was no evidence of fluid ingress in this units. The corrosion on the contacts was most likely due to the sealant which creates a corrosive byproduct while it is curing. Updated design to eliminate the connectors, replaced the sealing compound curing and applied additional sealing to connectors .

Event description:
It was reported nearing the end of the procedure the levo arm gave out and was completely limp/moveable without pressing either button.